Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated and inspected the iabp unit and found several codes logged in the log files relating to the executive processor board. The fse replaced the executive processor board and then calibrated the station pressure and completed all diagnostic testing. Once the fse was satisfied that all processes were good, he completed the performance tests. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power up fail code #10. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.